Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent unspecified breast surgery with a 300 cc mentor smooth round moderate profile on both sides on an unknown date and was presented with bilateral capsular contracture; baker grade unknown postoperatively. As a result, the devices were explanted, and replaced with catalog number :3501645; serial number: (B)(4) on the left side and with catalog number: 3501645; serial number: (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).